Manufacturer narrative:
A dräger service technician checked the primus after the reported event and found no device failure. He downloaded the electronic logfile and submitted it for further analysis. The case in question could be reconstructed by means of the information stored therein. The log file indicates that the last self-test was performed on the date of event and was passed without deviations. The concerned procedure was started in volume mode with immediate switchover to pressure mode. The ventilation was disturbed from the beginning by huge fresh gas deficit and fluctuations in airway pressure; the device alarmed for apnea and fresh gas low or leakage. Due to the massive lack of fresh gas and the negative pressure the ventilator piston got blocked at the upper limit. The device reacted as designed and forced a shutdown of automatic ventilation to protect the patient from potentially hazardous output. A corresponding vent fail alarm was posted. The procedure was continued for 20 more minutes in man/spont before the device was placed into standby. The device reacted as specified for such situation, posted a corresponding ventilator fail alarm and automatically switched to man/spont. In such case, the user can continue the case with manual ventilation. Gas delivery (inc. Agent) as well as monitoring functions remain available. Based on all available information the reported event was most likely caused by the use of a suction during automatic ventilation. The primus instructions for use contain a corresponding warning: "warning risk of patient injury if not used correctly, the suction unit may injure the patient. Prior to use, disconnect the patient from the ventilator, and pay special attention to the instructions for use of the suction unit." During the device checks no deviation from specification was found. The investigation has not revealed any device failure.

Event description:
It was reported that the primus anesthesia machine has given an alarm during operation with the message: ventilator failure. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the primus anesthesia machine has given an alarm during operation with the message: ventilator failure. No injury reported.